Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a guide wire was unable to be removed from the left ventricular lead. The lead was not used and a new lead was implanted. The patient was stable.